Manufacturer narrative:
Upon inspection of the returned sample, the introducer had evidence of according, had been cut approx. 11mm in length and had also been cut longitudinally. The catheter was cut apart in two at approx 28.1 cm from the distal tip. The proximal half of the catheter, the bifurcate and the catheter shaft appeared intact. With the distal half of the catheter, the shaft was damaged in several locations. Two of the locations showed evidence of being necked down and compressed. The first was 12.5cm from the distal tip and was about 5mm in length, the 2nd began right at the proximal end of the balloon and extended for approx 3mm in length. There was also a potential shaft rupture located approx. 3mm form the proximal end of the balloon. At the same location there appeared to be a series of indentations, perhaps hemostat marks, and a puncture 180 degrees opposite the rupture. The balloon had some evidence of bunching on the distal tip that may have been related to the tension/compression noted on the shaft. Due to the condition of the sample no further evaluation could be performed. The result of the investigation was confirmed for difficult to remove based on the visual condition of the returned sample, root cause unk. It is unk if pt or procedural issues contributed to this event. The current IFU (instructions for use) indicates the following warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The balloon rewrap tool may be used to refold the balloon prior to reinsertion into the vessel.

Event description:
It was reported after the 1st inflation during a pta of a right upper arm fistula, the doctor could not remove the balloon from the 7f sheath. The material bunched up at the tip of the balloon, so the doctor had to cut the sheath off of the balloon, and then cut the balloon in half, and push the balloon into the fistula. The doctor then put a 9f sheath into the fistula and removed the balloon through it. This left a hole in the fistula which was sutured by the doctor.